Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device handle dropped on site, resulting to bad display, and noise. There was no patient involvement.